Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered several inappropriate shocks due to oversensing of noise. It was reported that the patient suffered from a seizure disorder. The noise and oversensing correlated with seizures. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion during laboratory analysis. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The reported noise and oversensing that resulted in delivery of inappropriate shocks was not confirmed during laboratory analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered several inappropriate shocks due to oversensing of noise. It was reported that the patient suffered from a seizure disorder. The noise and oversensing correlated with seizures. This product remains implanted and in service. No adverse patient effects were reported. It was reported that the electrode and s-ICD were later explanted and replaced as part of a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis.